Event description:
Pt underwent device implantation at medical center, in 2005. Admitted to another medical center the same month with complaint of "fluttering in epigastric region." Assessment revealed ventricular lead had perforated the wall of the right ventricle. Revision was required.